Manufacturer narrative:
Information was received that the location of the product is unknown and will likely not be returned for evaluation. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that while performing hemestasis of the liver, the device had issue in protective sheath which has cause two burn at the pilor/duodena bulb level.

Manufacturer narrative:
The product was not returned to manufacturer, therefore, the product identification and inspection could not be carried out in our warehouse. The evaluation was based on the customer's pictures and history review. An interruption in insulation is visible approximately 5 cm before the distal end of the electrode, posing a risk of electrical current leakage during use, potentially causing tissue burns. Damage to the insulation could have resulted from mishandling, such as contact with sharp objects during preparation or in the operating theater. The production and test documents show no anomalies. The according instructions for use already state that the item must be checked for damage before use. The event is filed under internal karl storz complaint ID: (B)(6).

Manufacturer narrative:
The initial report was submitted with an incorrect aware date. New information was provided informing us of the correct aware date of this event in section g3 of the MDR form. The event is filed under internal karl storz complaint ID: (B)(4).